Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011 the pt reported experiencing issues with the infusion sets and stated she had been hospitalized. Upon f/u with the pt on (B)(6) 2011 she stated that on either (B)(6) 2011 or (B)(6) 2011 she was vomiting and her blood glucose measured 580 mg/dl. She went to the hospital and was treated with an insulin IV and she was disconnected from the infusion device. She reconnected to the infusion device after being released from the hospital 2.5 days later. She stated she has been treating herself with insulin injections. The infusion set cannula did bend. The infusion set did not leak. No product will be returned for eval.